Event description:
Healthcare professional reported left side intracapsular rupture discovered by MRI and ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Additional observations: black particles on the surface of the shell observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side intracapsular rupture discovered by MRI and ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Reporter: telephone: (B)(6). Adverse event problem: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation: intracapsular rupture.